Event description:
A caller reported a malfunction on the pump with a malfunction code of 12, though no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer support provided information to reset the pump, assisted in the process, and confirmed no recurrence of the malfunction after resetting. The customer was informed they could continue using the pump and to contact support if the issue recurs, which they acknowledged and understood.